Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and reviewed, the CT showed calcification present within the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst has been confirmed based on the information available to date and review of provided imagery. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification) likely contributed to the event. Review of provided imagery revealed presence of calcification within the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement with a 26 mm sapien 3 ultra valve the initial catheter was not passing smoothly through the fully expandable portion of the first 14fr esheath+, so it was exchanged for a new 14fr esheath+. Then as they went to deploy the valve the balloon on the 26 mm commander delivery system (ds) ruptured longitudinally and they could not get all 23cc into the valve before the rupture. The ds was removed without issue, and a new ds was prepped and inflated in the deployed valve to fully expand it to nominal volume. The patient remained in stable condition, and the valve was implanted successfully. The perceived root cause of the resistance was that it was believed the expandable portion was against the greater curvature in a bend in the vessel. The perceived root cause of the ballon burst is annular/lvot calcium nodule.

Manufacturer narrative:
The investigation is ongoing.